Event description:
After a trial with prialt, the drug in the pump was changed to prialt. As (B)(6) 2014, the patient had been having a ¿devastatingly painful reaction¿ for 5 days. The prialt trial had been done two weeks prior with the same ¿violent, deathly symptoms.¿ one week after the trial, the patient¿s physician decided that the patient¿s sickness was something else, so he filled the pump with prialt. The patient felt the physician had wrongly interpreted the results as positive and recommended that they fill the pump with prialt; the patient agreed, but later felt that his judgment was impaired by the trial. The subsequent symptoms were more intense and unbearable. The patient stated that he saw his physician the week of (B)(6) 2014 because he was worse; he was ¿very sick¿ from the prialt, but then later stated that he had seen his physician the week prior. At the visit, the physician took the prialt out of the pump and put saline in it; per the patient it was ¿last thursday.¿ the patient stated that he was ¿confused on the dates¿, but he was told that it would take about 36 hours for the prialt to leave his system and get out of the catheter and that he would be feeling better in 36 hours which would have been 2am on (B)(6) 2014, but he was feeling worse. The patient was given codeine and methadone for the pain until he could get the pump refilled with another drug. The methadone was liquid methadone and on the afternoon of (B)(6) 2014, the patient had a reaction to the methadone; it ¿caused my heart to go real fast, so I had to go to the ER (emergency room) because I thought I was having a heart attack¿. It was determined that the patient was having ¿anxiety and stress from the pain I¿m feeling¿. As of (B)(6) 2014, the patient had attempted to contact his pump managing physician, but had been unsuccessful. On (B)(6) 2015, the patient reported ¿last month¿, he took a ¿turn for the worse¿; he had to call 911 because he had been unable to contact his pump managing physician. The patient was taken to the nearest hospital where he was evaluated, medicated ¿a bit¿, and discharged. The patient felt that the problem was that his ¿vitals look great no matter how much pain I am experiencing, so emergency rooms, etc. Evaluations cannot document a typical medical problem.¿ the patient called his primary care physician who ¿admitted me¿. The patient was then transferred to another facility and then later transferred to a nursing home that could not provide his narcotic medications. The patient was ¿hospitalized 4 times.¿ on the ¿10th day of this nightmare¿, the pump managing physician called the patient on a saturday to inquired about where he was at. An office visit was set up for the following monday. The patient discharged himself and went to the visit. At the visit, the pump was refilled ¿with a more familiar drug¿ and ¿things began to improve.¿ per the doctor, after reviewing the side effects from the pi (product insert) and seeing the patient, the patient had withdrawals and a bad reaction/issues related to the prialt.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The patient was "ether sick at home or hospitalized for most of december."